Event description:
It was reported that the insulin pump had intermittent response on the keypad and cracks observed near the battery compartment. The reporter declined to provide the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners, which were noted during visual inspection. All buttons function properly; however, moisture damage was noted on keypad traces.